Event description:
The lay user/patient contacted lifescan on january 24, 2008, and alleged that she had a sample collection issue with her lancing device/lancets (lancet was not fully penetrating her finger). The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that the alleged issue first occurred in 2008 at 2:30 pm. She also mentioned experiencing headache and fatigue after the reported issue began. As a result of the reported issue, the patient did not take any actions. She was tested on a clinic's meter with a result of 56 mg/dl and was treated with food/beverage. At the time of troubleshooting, it was verified that this was not a new product. The patient was using a regular cap and appropriate depth setting on the lancing device issue. It was discovered that the patient's technique used to collect the sample was incorrect and she was not using the product according to instructions (use error). This complaint is being reported, because the patient experienced symptoms after the reported issue, and was treated with food/beverage at the clinic after obtaining a result of 56 mg/dl on their meter. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.